Manufacturer narrative:
New information was received that the patient had an open heart surgery to close the 2-2mm hole in the right ventricle. The physician confirmed there was a steam pop that probably caused this tamponade. It was in a specific location where there was not much cooling from the blood and the myocardium was very thin. The patient was recovered.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4) the device was not returned to bwi.

Event description:
It was reported that one patient underwent an isvt ablation using a smarttouch thermocool catheter and experienced cardiac tamponade which was due to steam pop. The patient was brought to or and procedure was stopped. No further information is available. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure.